Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("loya os allergies") and systemic lupus erythematosus ("have several forms of lupus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), depression ("depressing") and pelvic pain ("pain"). At the time of the report, the hypersensitivity, systemic lupus erythematosus, depression and pelvic pain outcome was unknown. The reporter considered depression, hypersensitivity, pelvic pain and systemic lupus erythematosus to be related to essure. The reporter commented: after 2 years, I'm scheduled to have it removed. Cross referenced with plaintiff case number : (B)(4). Getting ehell out on (B)(6) 2017. ¿concerning the injuries reported in this case, the following one/ones were described in social media : pelvic pain." Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 25-jun-2018: social media post : reporter and event - pain was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of hypersensitivity ("loya os allergies") and systemic lupus erythematosus ("have several forms of lupus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) and depression ("depressing"). At the time of the report, the hypersensitivity, systemic lupus erythematosus and depression outcome was unknown. The reporter considered depression, hypersensitivity and systemic lupus erythematosus to be related to essure. The reporter commented: after 2 years, I'm scheduled to have it removed. Incident . No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.